Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at around 6:00pm, the patient went to the bathroom to wash her hands when she fell on the floor. The patient had tripped over her walker. When they checked, the cgm readings at that time was 110 mg/dl. According to the reporter, the patient's normal range was between 160 mg/dl ¿ 200 mg/dl. The caretaker called 911. The paramedics arrived at around 6:05pm. The paramedics did a bg test which measured 423 mg/dl while the cgm was 112 mg/dl. No treatment was given by the paramedics; they transported her to the ER for further assessment. When they arrived at the ER, the nurse checked the cgm readings which was 112 mg/dl but the bg test showed 400 mg/dl. The nurse also checked the patient's blood pressure and heart rate then she was advised to undergo CT-scan. The patient stayed at the hospital for almost 6 hours to monitor her readings. The doctor prescribed her blood pressure medicine (lisinopril 30mg) oral medicine and advice to take it daily. The reported could not recall what medications were given to treat the high glucose level. The patient was discharged on the same day around midnight. She was advised to do a follow up check up and see her primary doctor. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient fell. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction/additional information is required.

Manufacturer narrative:
(B)(4).